Event description:
It was reported that the patient was having multiple driveline power faults that started at 14:24. Log files were submitted for review. The event log file recorded (f5) pwr_b_broken events which eventually triggered a driveline_power_fault alarm on (B)(6) 2024 at 14:24:36. The data indicated that one of the two power conductors in the modular cable was damaged. In this case it appeared to be 'conductor b' and it was likely not completely severed but the data indicated it was more degraded than 'conductor a'. It was recommended that the modular cable be replaced. The modular cable was exchanged and the alarm resolved. Follow-up log files were submitted for review. The event log file contained a few lines of data and so far the data indicated the current across both power conductors of the new modular cable were near equal. The patient was doing very well. The pump remained functional and the modular cable change was uneventful.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms and pulsatility index (pi) events; the patient had no symptoms. The cause of the low flow alarms and the pi events was reported to likely be related to the driveline power faults.

Manufacturer narrative:
B5: narrative information : no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the submitted log files and was reproduced during evaluation of the returned modular cable. On (B)(6) 2024 at 14:24:36, the log file captured driveline power fault alarms due to power b open faults. The power b open faults are due to the current sense intermittently dropping below the threshold. The driveline power fault alarm remained active for the remainder of the log file. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log files. Additionally submitted log files after the modular cable exchange showed the system operating as intended. The returned modular cable, lot number 8706932, was visually inspected and discoloration of the outer jacket and inline connector bend relief was observed. The modular cable was then functionally tested with a test system controller on a mock circulatory loop for an extended period of time during which the cable was manipulated by hand, and a driveline power fault alarms activated. The modular cable was electrically tested and did not pass. The cable¿s protective layers were carefully removed to inspect the underlying wires, revealing the red wire was broken, and the green, yellow, black, and orange wires were kinked near the controller bend relief. The provided information indicated the modular cable exchange resolved the alarms. The root cause for the driveline power fault alarms was determined to be due to wire fatigue; however, root cause for the broken red wire and other kinked wires was unable to conclusively be determined. The device history records were reviewed, and the records reveals that the heartmate modular cable, lot number 8706932, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline power fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.